Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer's site. The cse inspected reagent probe 2, reagent probe 1 and loci and adjusted the alignments. The cse ran system check, which passed. The customer calibrated the tni and ran quality control (qc), resulting acceptable. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni) result was obtained on the 2nd draw of a sequentially drawn patient on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated, resulting negative. The patient was redrawn a 3rd time and the sample was repeated on the same instrument, and the result matched the first draw result. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.